Event description:
The handpiece overheated during crown preparation procedure and the patient received a minor thermal burn injury to their lower lip. No medical treatment was necessary at the time of the injury. The doctor had a follow-up visit with the patient and the patient is reported to be healing as expected although the patient did mention feeling significant pain around the affected area.